Event description:
The customer reported that the pump had a dent on the screen and does not know how the pump was dented. It was repoted that the customer was hospitalized for high bgs. The cause of high bgs was unknown.